Event description:
It was reported that the customer's blood glucose level was 150 mg/dl, and his sensor glucose reading was 63 mg/dl, which caused his insulin pump to go into threshold suspend. The customer received a calibration error from his sensor. Standard troubleshooting was performed. The product is being returned. Nothing further was reported.

Manufacturer narrative:
One opened/used enlite sensor was inspected and tested and it passed per specifications with accurate readings. It was also found the cannula was bent, unable to determine if customer received the sensor in said conditions and it was returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.